Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sitting and felt dizzy, and his mother said the readings were off (no bg or cgm values for this were provided). Insulin was given via the pump, but it is unclear whether this was basal dosing or a bolus was given. The mother called for an ambulance, and he was taken to the hospital. No treatment was provided by emergency medical services (ems). After he arrived his cgm was showing 389 mg/dl, but the bg was 600 mg/dl. The patient was unable to provide any information about treatment at the hospital or how long he stayed there. At the time of the report, he was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.